Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that she has experienced issues with the insulin pump and infusion sets. The customer stated that she was treating with bolus all day and could not get her blood glucose to go down. She was treating with manual injections while still having the insulin pump connected. She also stated that the infusion set came off while sleeping and another day had the tubing crimped. She also mentioned the battery on the insulin pump depleted. Blood glucose value is unknown. The customer was replied to advising that she could contact the diabetes educator to get training and she can also call in to get assistance.